Event description:
As the staff member was setting up for a case, the scrub tray was opened. It was discovered by the team that the povidone iodine topical solution in the tray leaked out into the tray contaminating the package. The staff indicate that this is not the first time this has happened.